Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse confirmed the latron particles were running in a larger range than expected. The fse replaced the white blood cell (wbc) bath resolving the high absolute basophil results on controls. (B)(4).

Event description:
The customer reported high out of specification results for the absolute basophil count on controls run on a coulter act 5diff autoloader (al) hemology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.